Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted and the delivery system was discarded by the user facility; therefore, a product eval could not be performed. The event investigation is currently underway.

Event description:
It was reported that upon deployment, the stent measured around 80mm, but was supposed to be 150mm. The deployment system was identified as 150 mm. The physician used a second stent to complete treatment of the lesion. There was no pt injury reported.